Event description:
The customer reported a diluent leak of approximately 20 ml from the coulter ac*t diff analyzer. The customer indicated that the leak was not contained within the instrument. There were no instrument generated error messages during the event. The operator was wearing gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse confirmed a leak and noticed that the wbc (white blood cell) bath was not draining due to a restriction in waste tubing. The fse removed the restriction in the waste tubing to resolve the leak. The fse also replaced all mixing chamber check valves and side filters as part of incidental service. Results: failure mode of the leak is attributed to a restrictor/plug in the wbc bath drain tubing. (B)(4).